Event description:
On (B)(6) 2012, this vns patient underwent lead and generator revision. The explanted generator and lead were returned on (B)(6) 2012 and are currently undergoing product analysis.

Event description:
On (B)(6) 2012, it was reported that diagnostics on this vns patient's generator indicated high impedance. The patients had not been feeling very much stimulation. The patient did not feel magnet mode stimulation. Additional diagnostics on (B)(6) 2012 indicated high impedance. The patient had not felt stimulation for one month. The patient's magnet no longer aborted seizures. The patient did not recall any manipulation or trauma. A battery life calculation on (B)(6) 2012 indicated 0 years remaining. Attempts for additional information have been unsuccessful. Surgery is likely but has not occurred.

Event description:
Generator product analysis was approved on (B)(6) 2013. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Lead product analysis was also approved. A coil discontinuity was identified in the positive coil. A scanning electron microscopy image of the positive coil shows that pitting or electro-etching conditions have occurred at the coil end. Also, scanning electron microscopy images of the negative coil suggest the coil was cut with some type of electro-cautery as indicated by the appearance of the quadfilar coil wires. This was most likely caused during the explant procedure. A section of the lead assembly was returned for analysis in one piece with the lead connectors (marked and unmarked) still attached to the pulse generator. The lead's electrodes were not returned for evaluation. Prior to decontamination, continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator ("as received") verified that proper electrical contact between the setscrew and the lead pin was present. Two sets of setscrew marks were seen on the marked connector pin three sets of setscrew marks were seen on the unmarked connector pin. The presence of setscrew marks on the connector pins provides evidence that proper contact between the setscrews and the connector pins existed at least once. Abrasions were identified on the connector boots (marked and unmarked). Abrasions were identified on the silicone tubing at the areas located between the end of the connector boots (marked and unmarked) and the connector bifurcation. The outer silicone tubing has abrasions at multiple locations. The outer silicone tubing appears to have been compressed at multiple locations. The outer silicone tubing has what appear to be internal abrasions at multiple locations. The outer silicone tubing appears to have been cut/torn at approximately 22.6cm from the end of the connector bifurcation. The inner silicone tubing of the lead coils appear to have been cut/torn and abraded open in the vicinity of the coil ends. The negative coil has discoloration (dark appearance) at the coil end. A suspected coil break was identified at the end of the positive coil. The positive coil is stretched at the coil end. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.